Manufacturer narrative:
(B)(4). The device was returned for analysis. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed a partial separation at the collar with damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2017. It was reported that the device could not cross the lesion. The target lesion is located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that a partial separation at the collar.